Manufacturer narrative:
Boston scientific has made three attempts to obtain additional information on the system explant and return, however; no response was received. If additional information is received, the case will be updated and reported accordingly.

Event description:
It was reported that the patient with this pacemaker system experienced infection and erosion. Subsequently, the patient underwent a surgical procedure, and this system was explanted. The physician advised the system did not contribute to the patient's complications. No additional adverse patient effects were reported outside of the surgical procedure. The explanted device was retained by the patient and will not return for analysis.

Event description:
It was reported that the patient with this pacemaker system experienced infection and erosion. Subsequently, the patient underwent a surgical procedure, and this system was explanted. The physician advised the system did not contribute to the patient's complications. No additional adverse patient effects were reported outside of the surgical procedure. The explanted device was retained by the patient and will not return for analysis.